Event description:
Model 4024 ventricular lead was replaced with a model 5054-58. The leads were replaced in the pocket. The pocket was repaired in the usual fashion using two layers of 000 dexon running sutures and the skin was repaired using 0000 dexon subcuticular sutures. The lesion was steri-stripped and dressed in the usual fashion.